Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient had an active endodontic infection in tooth #8 that appears to have been exacerbated by tooth movement as there was not mobility in the tooth priori to treatment. The patient's tooth was extracted, and the patient will undergo chairside orthodontic treatment.